Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of venflon pro safety 22ga 0.9mm od 25mm l experienced a hole in the catheter which was noted during use. The following information was provided by the initial reporter: patient came down from ward for contrast examination with a cannula that tissued when used. Cannula had to be resited. First attempt at cannulation in left hand and was correctly sited but when advancing the cannula and removing the needle part a hole could be seen in the plastic tube. Cannula had to be removed and a new one sited in another position.

Event description:
It was reported that an unspecified number of venflon pro safety 22ga 0.9mm od 25mm l experienced a hole in the catheter which was noted during use. The following information was provided by the initial reporter: patient came down from ward for contrast examination with a cannula that tissued when used. Cannula had to be resited. First attempt at cannulation in left hand and was correctly sited but when advancing the cannula and removing the needle part a hole could be seen in the plastic tube. Cannula had to be removed and a new one sited in another position.

Manufacturer narrative:
Investigation summary: a bd quality engineer inspected the returned units and could not identify any manufacturing related defects. The used samples were subjected to visual inspection and catheter adapter leak test, no hole on catheter and leakage was observed. A device history record review was performed and showed no non-conformances associated with this issue during the production of this batch. A review of 12 months qn on reported nonconformance was performed. No related qn was raised. As a result, the root cause of the reported issue could not be determined. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.